Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted of an 27 g x 1/2 in. Bd precisionglide¿ needle with foreign matter attached to the needle. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that foreign matter was found on the 27 g x 1/2 in. Bd precisionglide¿ needle before use. There was no report of injury or medical interventions.